Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the excessive no delivery or occlusion test due to the prime anomaly. The device was received with cracked display window corners, battery tube threads, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed "no delivery". Troubleshooting was performed. Customer's blood glucose was 242 mg/dl. Alarm and possible causes were explained to the customer. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did exit. Customer was advised to rewind the device, reinsert reservoir and run manual prime, the device alarmed. Customer was advised to revert to back up plan. No further information reported.